Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer got a no delivery alarm and has been sick for a few days. The blood glucose reading was not given. She stated that there was a battery issue. Prior to the event, the patient felt sick and was vomiting. No further information was provided.